Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation, this device exhibited a red fault screen. It was reported the pt received 29 radiation therapy treatments for cancer. No adverse effects reported and to date, the device remains implanted and in service. A subsequent technical services review of device information confirmed the device did not exhibit functional damage as the result of the radiation exposure. However, during the data review, engineers observed a device reset which was later confirmed to be benign and unrelated to the previous radiation exposure. Device data was further reviewed during a hospitalization admission. During this data review, inappropriate shocks were observed in device history, reportedly due to system oversensing. Technical services reviewed information to include an x-ray assessment by the field, it was concluded that the associated system electrode likely migrated during a non-cardiac surgical procedure (mastectomy). The device was reprogrammed to a secondary sensing vector to mitigate oversensing. No further intervention was recommended at this time and no resulting adverse pt effects.